Event description:
It was reported that a lead "looked bent" when it was taken out of the packaging. The lead was never used.

Manufacturer narrative:
(B)(4). Final analysis of the lead revealed the following: distal end of lead is bent: bend in distal tip of lead at #2 electrode. White handled stylet is fully inserted into the lead. The end of the stylet is visible at the #2 electrode. The stylet is not seen past #2 electrode. Lab functional test: continuity acceptable, no shorts. Lead and/or stylet is bent: visual observation, at the distal tip and 8.9 cm from proximal end. This bend (8.9 cm) is possibly due to shipping the product to the rpa lab. Reason for late MDR due to implementation of process improvement.